Event description:
It was reported to philips that the device has a 7:34:10 error displayed. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone: (B)(6).

Manufacturer narrative:
The customer worked with the technical support representative. Customer wants a quote for related parts to fix problem. Upon conclusion of the evaluation, it seems the device should have the high voltage capacitor and possibly the therapy pca replaced. The customer was sent a quote for the these parts. No further action at his time.